Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy by (B)(4)%. It was not specified whether or not this occurred during infusion. It was also noted that this pump exhibited screen damage. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard was functional and the top rear label was missing. Evidence from the pump event history log indicates that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Visual inspection found that the lens cover was worn on the pump. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the lens was replaced and no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.